Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a false positive troponin (accutni) result within the risk stratification range for one (1) patient that was generated by the unicel dxc 600i access immunoassay system. Repeat testing of the sample produced lower results within the normal reference range of the assay. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per customer supplied data, the patient sample was obtained using a greiner serum sample tube. Per customer supplied data, the patient sample was obtained using a greiner serum sample tube and centrifuged for 10 minutes at 3000g. Per the customer supplied data, a system check performed by the customer on (B)(6)-2011 passed within instrument specifications. Qc was performing within the customers established limits on the date of the event. Per customer data, it is the lab's protocol to repeat all elevated accutni patient results. Service was not dispatched for this event as the customer stated that the instrument was operating properly. A definitive root cause for this event has not been determined.